Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient with kyphotic fracture at l2 experienced persistent pain with loss of mobilization. X-ray revealed a pronounced height reduction and spinal canal narrowing. Patient was treated with open laminectomy, matrix instrumentation and cement augmentation at l1- l3. Postoperatively, patient experienced significant loss of correction based on mobility in the range of polyaxial heads and cranial screws at l1. This is 6 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.